Event description:
Customer reported she experienced low blood glucose of 32 mg/dl and had a diabetic seizure. She was found unconscious on side of the road by neighbors; the emergency medical services were called. Customer was treated with glucose tablets, glucagon shot and dextrose. Customer declined to troubleshoot as she stated she has a severe condition with low blood glucose and has had these issues her entire life. She has been seen by the paramedics 6 times in 2 weeks. Customer reported that the sensor the sensor got pulled out during the incident. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 3 medwatch reports regarding this event. Please see reports 3004209178-2015-46646 and 2032227-2015-11935.